Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were high pressure alarm messages after the pump started. A functional check and visual inspection were conducted. The reported issue was unable to be repeated. High pressure alarm messages were found in the pump's event history logs and fluid ingressions were on found on the chassis base of the downstream occlusion and upstream occlusion sensors. The "double beep no cassette" issue was possibly caused by fluid ingressions. The downstream occlusion sensor and upstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep no cassette during testing. There was no patient involvement.